Event description:
The stapler was fired four times with no problems. On the fifth fire, the device would not cut across the tissue. The operating report read as follows: "the stomach was then divided with a single horizontal staple line using a green cartridge, and multiple vertical staple lines using blue cartridges to the left gastroesophageal junction. A single staple line did not cut properly and, therefore, it was over-sewn." There was no injury to the patient as a result of this malfunction.